Manufacturer narrative:
(B)(4). Upon further investigation by baxter, this event has been determined to be non-reportable.

Manufacturer narrative:
(B)(4). The final device evaluation results are not yet completed, however from preliminary evaluation the most probable cause was a weak compressor which was replaced. The final results of evaluation will be provided in a follow up MDR.

Event description:
During the initial assesment of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to a volumetric accuracy test not meeting the limits in fill 1 and drain1, which confirmed the system error 2042.